Manufacturer narrative:
Continuation of d10: product ID b3300533, lot# va31gvn74, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had additional leads implanted to help with refractory essential tremor. Immediately post surgery they had good consciousness, and perioperative CT showed no obvious hematomas. Later there was progressive deterioration on awakening and rescan showed hematoma against ependymas of lateral ventricle left, extending along the electrode to the subdural. A fronto-pareito-temporal trepanation to evacuate acute subdural hematoma on the left was performed immediately. The patient recovered slowly and could only leave intensive care on (B)(6) 2025. The hematoma was said to have resolved without sequalae on (B)(6) 2025.